Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep: "(name removed) paged. She said that they have this unit running on a pt and they noticed that the map alarms don't seem to alarm. She was trying to check the high and low alarms and she said it doesn't seem to matter where she sets the alarms they just don't seem to alarm audibly but they do visually. She said the vent is running fine, the pt is doing fine but wanted to know if she should swap the unit out. She isn't sure if it's all the alarms on the unit or just the map alarms since you can't really test it while it's running etc. Explained to her that yes she should swap out the unit and also get the unit to biomed etc."

Manufacturer narrative:
(B)(4). The user facility biomed evaluated the device and found that one of the wires going to the alarm speaker assembly had come off the speaker terminal. The biomed re-secured the alarm wire and returned the device to service without further issues. Carefusion has requested from the user facility additional info concerning the pt's age, sex and weight. As of march 13 2015 there has been no repone from the user facility.